Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 05/23/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, following the disassociation of the liner the patient noted squeaking and grinding in her hip. Upon revision, there was black staining of the soft tissue. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 06/15/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records and x-rays were reviewed. X-ray confirmed the reported disassociation. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address liner disassociation. Update received 5/18/16. Clinical report was received indicating liner disassociation and failure. It was noted that the patient bent over and felt a pop. Patient has had no pain but has an audible squeak.